Event description:
Event description guidant received information that this automatic implantable cardioverter (chf) defibrillator patient was admitted to the hospital due to reports of tachycardia associated with "angina-like" chest pain and dyspnea. The device was interrogated because the physician felt the cardiac rhythm was consistent with pacemaker mediated tachycardia (pmt) with tracking of retrograde p-waves.